Event description:
It was reported that during a laparoscopic tubal ligation procedure, the white seal came off the trocar and fell into the abdominal cavity. They finished the procedure without incident. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the outer gasket torn and missing. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.